Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2018-02983. It was reported that the patient experienced a neck discomfort due to cerebrospinal leak during a trial procedure on (B)(6) 2018. As a result, the patient was treated with a blood patch and underwent surgical intervention wherein the trial leads were explanted. The issue was resolved post operatively.